Manufacturer narrative:
The evaluation of complaint data for the likely cause architect total bilirubin assay lot 54457uq01 identified one similar complaint that was closed to no deficiency. The evaluation of the list number (6l45) for complaint activity found there are no trends for the product related to patient results. No customer returns were available for evaluation. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of the product labeling concluded that the issue is sufficiently addressed. No product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Patient identifier sid's: (B)(6).

Event description:
The customer reported a falsely elevated neonatal total bilirubin result generated on the architect c4000 analyzer on one patient. Results provided: (B)(6) 2019 architect vitros alinity. Sid (B)(6) drawn 1004 = 18.2 /16.0 /16.7. Sid (B)(6) drawn 1635 = 18.3 / 15.6 /16.7. Sid (B)(6) drawn 2315 = 19.4 / 16.0 / 17.5 / repeat on architect = 19.5. Normal range: 0.2 to 12.0 mg/dl. Sister hospital vitros result on (B)(6) 2019 = 13.4 mg/dl. No impact to patient management was reported.